Event description:
It has been identified that this record, mrn 9617229-2023-12346, is a duplicate of mrn 9617229-2023-10712. Un-reporting rupture for this record. Please see mrn 9617229-2023-10712 for reportable events.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported, right side rupture. Device has been explanted and replaced.